Event description:
Caller reported that pump display was frozen on the start screen. There was no reported impact to the customer¿s blood glucose level. Customer chose to reset the pump, following the complete pump reset information provided by technical support, and the issue was resolved.